Event description:
It was reported that during a laparoscopic thyroidectomy procedure, there was an error code '5'. The blade tip was broken. The broken part was retrieved and a new device was used to complete the case with no consequence.